Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or returned against this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient expired while hospitalized. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized with a broken arm. The patient had gastrointestinal (gi) bleeding. The patient was frail and on the decline and decided to cease dialysis treatment and expired. Patient medical records was requested.